Event description:
A malfunction was reported on the customer's pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.